Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 56mm tritanium primary shell; cat#unknown; lot#unknown, 34.5 132°accolade I; cat#unknown; lot#unknown, 36mm +5 femoral head cocr; cat#unknown; lot#unknown, torx acetabular screw 1 of 2; cat#unknown; lot#unknown, torx acetabular screw 2 of 2; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Surgeon performed a stage 1 procedure to remove implants.